Event description:
It was reported that the lead was oversensing and malfunctioned. The patient received inappropriate shocks. The lead came apart during extraction. It was later reported that the lead fractured. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device is in process; the results will be forwarded when available. Performance data collected from the device was analyzed and indicated high resistance/impedance, noise and oversensing. The maximum right ventricular pacing impedance abruptly spiked for the week ending (B)(6) 2010, before returning to nominal impedances the following week. A high number of short integrity counters and 15 short v-v cycle episodes were noted in the data.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a portion of the lead was returned in segments where it was discovered that the distal conductor was fractured. The defibrillation conductor was distorted; there was blood/body fluid observed on several conductors, in/on the helix mechanism and sleevehead. The outer insulation had cosmetic depression and environmental stress cracking. The outer tubing was torn. There was intermittency between the connector pin and cap. The lead was stretched, and a tip seal observation. Performance data collected from the device was analyzed and indicated high resistance/impedance, noise and oversensing. The maximum right ventricular pacing impedance abruptly spiked for the week ending (B)(6) 2010, before returning to nominal impedances the following week. A high number of short integrity counters and 15 short v-v cycle episodes were noted in the data.